Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently set the pump basal rate to 8.5 instead of 0.95 units/hour. Customer corrected the setting. Customer's blood glucose was 80 mg/dl.